Event description:
Biomedical technician reports the unit was sent from an unknown clinical area of the facility with a note stating "no alarm when pca button disconnected". Biomedical technician states there is no information available regarding details of the medication used, as he does not know the location of the clinical area the pump came from. Biomedical technician states no patient injury or medical intervention was reported and no incident report was filed.